Event description:
Painful tendon damage and gait issues. On (B)(6) 2023 I took a fourth tablet of a ten day prescription for levaquin for an infection pertaining to a new pacemaker insertion. Within a few hours of taking the tablet I experienced throbbing in my left upper thigh, weakness, and very severe chills. The next morning lifting my eft leg caused a sharp pain in my groin. I can move my leg backwards from my knee, but I cannot lift my left leg without severe pain in my groin area. It is very painful to use my stairs, put my left leg into my car, dress myself, get into my bed or a chair. Sleeping is very painful as every movement wakes me up in a sharp pain. I thought it would get better, but it has been 8 months and the pain has not lessened, I have seen my internist, hematologist oncologist and orthopedist. There are tendon tears verified by a recent MRI. Before this incident I was a fully functioning 86-year-old woman. I could walk well, now being a full-time caregiver for my husband who has parkinson¿s, is a challenge. I still care for him ¿ but it always hurts. (B)(6) 2024 ¿dr (B)(6)¿ ¿ pacemaker physician, no explanation. (B)(6) 2024 visited dr. (B)(6) hematologist/oncologist dismissed my suspicion of tendon tear ¿ said it was probably a sprain. (B)(6) 2024 visited dr. (B)(6), internist ¿ same comments as above. (B)(6) 2024 cat scan, inconclusive. (B)(6) 2024 dr. (B)(6) -orthopedic surgeon ordered MRI of groin. (B)(6) 2024, dr. (B)(6), cardiologist said ¿throw away the pills¿. Infection at insertion point of pacemaker. Abbot cardiac pacemaker (removed infected one from left side due to exposed wires and reinstalled another on right side) model pm 2272. Implanted (B)(6) 2023. Reference report mw5155391.